Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned to the manufacturing facility. Therefore the investigation is based on the user facility information and evaluation of retention samples. An evaluation of the retention sample from the reported lot and surrounding lots was conducted. Visual inspection revealed no defects. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. See mdrs 1118880-2017-00007, 1118880-2017-00008, 1118880-2017-00009, 1118880-2017-00010, and 1118880-2017-00011 that were generated for similar reports for devices that were used on multiple patients. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported multiple patients who received the tr band with the involved lot have developed a hematoma. The following information was provided by the user facility: the patient condition was good; and the case was successful.